Event description:
It was reported that during testing conducted by a manufacturer field service technician, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated and the nose bearings were contaminated with foreign debris. The presence of debris can lead to increased friction among rotating components, resulting in heat being generated. Improper or inadequate cleaning techniques could contribute to the buildup of debris within this device. The drill attachment could not be repaired and therefore, was not returned to the user facility.